Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was sitting on hospital bed with patient pack on bed. He fell, but the bag stayed up on the bed rail. Driveline came out of skin about twelve (12) inches. Visible was the goretex sleeve over the velour, driveline displaced from exit site. It was stated that there were no pump stops associated with the event. It was stated that the bed was prepared with sterile field, surgeon masked and gloved, cleaned driveline with orange chlorohexidine, and fed driveline back into patient's body. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are possible contributors to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. IFU and patient manuel that patient need to be careful and take care of equipment. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient was sitting on hospital bed with patient pack on bed. He fell, but the bag stayed up on the bed rail, (B)(6) guy held by driveline. Driveline came out of skin about 12 inches. Visible was the goretex sleeve over the velour, driveline displaced from exit site. It was stated that there were no pump stops associated with the event. It was stated that the bed was prepared with sterile field, surgeon masked and gloved, cleaned driveline with orange chlorohexidine, and fed driveline back into patient's body. It was stated that the patient would be on ciprofloxacin and doxycycline until transplant. Also stated was that the patient was discharged home on (B)(6) 2013.